Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26279. Follow up information identified the patient underwent surgical intervention to revise her scs system which resolved the issue. The manufacturer is unable to determine the date of explant.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report 1627487-2015-26279. The patient is implanted with a scs system which includes two leads (model 3146) from the same lot. It was reported the patient is not receiving effective stimulation with unwanted abdominal stimulation. Surgical intervention may be pending to resolve this issue